Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump performed multiple displacement tests and no unexpected rewind mode during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump kept going to rewind during priming. The customer's blood glucose was 493 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection and the insulin pump. The insulin pump will be returned for analysis.